Manufacturer narrative:
It was reported that the patient's device had extruded prior to explant. This report is filed on may 25, 2017.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the patient developed a skin flap infection, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device on the contralateral side.